Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call the insulin pump alarmed motor error. The customer¿s blood glucose level was 582 mg/dl at the time of the incident. The customer declined to trouble shoot for high blood glucose levels but is treating high blood glucose with manual injection. The customer stated that the insulin pump would not rewind, customer was going through the priming and she tried to rewind and pump would not rewind.. The customer stated that the drive support cap was normal and that the insulin pump was not exposed to high magnetic fields and was not able to complete the rewind process. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump is being replaced and is expected to return for analysis.

Manufacturer narrative:
Pump passed displacement test, rewind test, basic occlusion test, prime test, excessive no delivery test and occlusion test. No motor error alarm and no rewind anomaly noted. The motor was tested outside of the device and passed. Pump received with corroded battery tube, cracked battery tube thread, cracked reservoir tube lip and minor scratches on display window noted. Drive support cap was inspected and no anomaly was noted.